Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision and double vision on the right eye(od) at a post op exam. The date of initial treatment was on (B)(6) 2014 and the date of discovery was on (B)(6) 2018. The patient¿s chief complaint was of irregular astigmatism. The patient¿s comments were of blurriness and double vision for the last past year. The patient experienced loss of best corrected visual acuity. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -5.25 x -1.00 x 168; left eye pre-op 20/20 -5.75 x -.75 x 168. Bcva from (B)(6) 2014: right eye post-op 20/20 .00x .00 x 90; left eye post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/50; left eye post-op 20/20.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.